Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block e1: initial reporter facility name: (B)(6) hospital of the (B)(6) military medical university.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric fundus variceal ligation for hemostasis procedure performed on (B)(6) 2025. After setup, the physician attempted to deploy the first band outside the patient and worked normal. After entering the body, the third band failed to deploy. A picture was received picture which show the bands are damaged and stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric fundus variceal ligation for hemostasis procedure performed on (B)(6) 2025. After setup, the physician attempted to deploy the first band outside the patient and worked normal. After entering the body, the third band failed to deploy. A picture was received picture which show the bands are damaged and stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy block e1: initial reporter facility name: (B)(6) medical university. Block h11: the returned speedband superview super 7 was analyzed, and the media inspection noted that the ligator housing was found to have four bands, one was broken and overlapped. Additionally, during the visual inspection it was found that the ligator housing teeth were also damaged. The handle slot exhibited evidence that the trip wire had been secured. No other problems with the device were noted. The reported event of bands unable to deploy and device misuse were confirmed. This failure may be related to the technique used by the physician, which likely caused one of the bands to become damaged and overlap due to the force applied from the handle while the bands were not deploying. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped and one broken. It was determined that the instructions for use (IFU) of the device were not followed since the device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach and the iuf states, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction." The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or also this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment, also getting the bands damaged. Therefore, the most probable root cause of this complaint is adverse event related to procedure.